Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced discrepancy between sg (sensor glucose) and bg (blood glucose) which is not within range. It was mentioned that the patient mother thinks that the transmitter was not working properly and noticed that the patient was not on smart guard feature. Sensor was already removed or may have no longer been responding to changes in glucose. The customer reported no adverse event. The event involved product(s) mmt-7040c1. No product return is required for mmt-7040c1.